Event description:
It was reported an occlusion occurred due to distal embolism post-ablation procedure. Initial ivus imaging, on the day of the procedure, determined it would be too difficult to cross this lesion with a balloon catheter, thus two different sized jetstream catheters were selected for use in this atherectomy procedure for treatment of chronic limb-threatening ischemia and ulceration on the left fifth artery. The target lesion was in the left superficial femoral artery (sfa), which was 99% stenosed with severe calcification on both sides and mild tortuosity. Initial ablation of the lesion was performed using a jetstream sc 1.6mm catheter. During the ablation the speed was slow, the sound did not change, the blade continued rotating, and the lesion was able to cross. A second ablation was performed using a jetstream xc 2.4/3.4mm catheter. During the first pass, using 2.4mm (blade down), the catheter was able to cross the lesion without any problem. The same catheter was again used for a second pass with 3.4mm (blade up). The ablation speed was still slow and changes on sound/outflow were not observed. After the three ablation passes, fluoroscopy below the knee was performed to compare the flow pre and post procedure, where it was determined that there was an occlusion in the left 3rd, 4th, and 5th major arteries. When compared to the angiographic image before the procedure, flow speed was slow before the procedure, but occlusion was observed after ablation. The left lower leg also became blue tone. An act was checked to rule out thrombotic occlusion, but there was no problem with 300sec range. The physician deemed that a distal embolism occurred and administered 10mg of papaverine in three doses of 4mg, 3mg and 3mg. The response was poor at first, but after administering a total of 10mg, both the 4th and 5th major arteries were confirmed to have blood flow, however, not good as before the procedure. Since the blue tone on the lower leg also reduced, the procedure was completed, and follow-up observation was performed.

Event description:
It was reported an occlusion occurred due to distal embolism post-ablation procedure. Initial ivus imaging, on the day of the procedure, determined it would be too difficult to cross this lesion with a balloon catheter, thus two different sized jetstream catheters were selected for use in this atherectomy procedure for treatment of chronic limb-threatening ischemia and ulceration on the left fifth artery. The target lesion was in the left superficial femoral artery (sfa), which was 99% stenosed with severe calcification on both sides and mild tortuosity. Initial ablation of the lesion was performed using a jetstream sc 1.6mm catheter. During the ablation the speed was slow, the sound did not change, the blade continued rotating, and the lesion was able to cross. A second ablation was performed using a jetstream xc 2.4/3.4mm catheter. During the first pass, using 2.4mm (blade down), the catheter was able to cross the lesion without any problem. The same catheter was again used for a second pass with 3.4mm (blade up). The ablation speed was still slow and changes on sound/outflow were not observed. After the three ablation passes, fluoroscopy below the knee was performed to compare the flow pre and post procedure, where it was determined that there was an occlusion in the left 3rd, 4th, and 5th major arteries. When compared to the angiographic image before the procedure, flow speed was slow before the procedure, but occlusion was observed after ablation. The left lower leg also became blue tone. An act was checked to rule out thrombotic occlusion, but there was no problem with 300sec range. The physician deemed that a distal embolism occurred and administered 10mg of papaverine in three doses of 4mg, 3mg and 3mg. The response was poor at first, but after administering a total of 10mg, both the 4th and 5th major arteries were confirmed to have blood flow, however, not good as before the procedure. Since the blue tone on the lower leg also reduced, the procedure was completed, and follow-up observation was performed. Additional information indicated that the day after the initial ablation procedure (07nov2022), the color condition was quite limited and the angio test has not been performed, but the condition was improving overall. Postoperative cardiac function was poor, and the patient was transferred to the intensive care unit for management (ICU). Although the official date was unknown, pci (percutaneous coronary intervention) and CABG (coronary artery bypass graft) were performed during that time in the ICU, which was able to stabilize the circulatory dynamics. The patient was discharged home on 05jan2023; however, was found dead at home on 25jan2023. The doctor reported that the police had intervened. The cause of death remains unknown; however, it was believed that there was no causal relationship with treatment.